Event description:
The patient was implanted with a left ventricular assist device (lvad). The circulatory support specialist reported that the patient experienced a cerebrovascular accident (cva) and subsequently expired.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.